Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 7 units had broken/damaged components, 5 had worn components and 2 had a dirty component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 14 </noe> malfunction events, where it was reported the brakes or 5th wheel were difficult to engage/disengage. There was no patient involvement.